Event description:
Doctor reported separating a s29 hand file (reamer) in coronal portion of canal. File is approx. 3-4 mm in the canal and top of separation is flush with pulp floor. He said he uses files 4-5 times. He thought that this was only 2nd use of this file but was not sure. He plans to bring patient back to the office to retrieve the file himself via burr or ultrasonics.